Event description:
The customer's family member called to inquire about low reservoir alarm. It was stated that the family member was concerned as the customer had a seizure in the middle of the night. The customer ran out of insulin and had to call the paramedics. It was also stated that the customer does not always hear the low reservoir alarm. Advised the family member about the reservoir volume and how it works. Troubleshooting was offered but was declined.